Event description:
(B)(6) patient, female, age (B)(6), weight 49 kg. Attached are detailed reports of events. Injection of an enteral nutrition bag through a patient's pleurx drain iatrogenic pleurisy. Withdrawal of enteral nutrition bag (already fully passed, patient's digestive complaints were attributed to her pancreatic adk). Drainage of 750cc ae and pleural fluid on (B)(6). Washing with 50 cc syringe * 2. Clinical monitoring. 2 locks that should have prevented this error- enfit connector (purple) versus pleurx connector (white) : no incompatibility of connectors (cf pleurx enfit test photo), no need to force to connect. The pleurx connector system is specific to the not subject to luer/lock standards - device contains a non-return valve: test with a gravimetric system gravimetry system (see pleurx enfit test photo), with liquid passing through the non-return valve. The patient calls to tell her that the enteral feeding has finished and that the pump is ringing. When removing the tubing and flushing the nasogastric tube, she realizes that the tubing is connected to the ng tube. Tubing was connected to the pleural drain. She then drew 750 ml of colored enteral nutrition through the drain. Rinses were carried out until the liquid ran clear. The patient was put on antibiotics. The patient was due to have chemotherapy that day, which was cancelled due to her condition. Mrs. (B)(6)enteral feeding tube had been connected to the pleural drain. She informed me that she realized this when rinsing and removing the feed. Per customer response 11/24/2023: - is the pleurx catheter inserted into the patient's body?: yes. - what was the pleurx catheter connected to?: was the pleurx bottle used to connect it to the patient's catheter?: the catheter was not connected, so the ide had two tips "available": the one for the catheter and the one for the pleural catheter, hence the confusion. - was there any misuse of the pleurx catheter connection device (other than the pleurx bottle)? Not to our knowledge. We carried out the test on new equipment, and the connection went off without a hitch. - what is the brand of the device connected to the pleurx catheter?: don't know - who performed the procedure?: doctor / nurse / homecare worker / end-user?: ide (read the report). - how long has the catheter been in place?: we don't have this information. - what was the impact on the patient? Pleurisy and transfer to palliative care (read report). - was any medical intervention required, including diagnostics, procedures and treatment times? Yes pleurisy management - was the pleurx catheter valve damaged?: no. - was the valve cracked or broken?: no . - how was the problem resolved?: use of the appropriate route, i.e. Nasogastric tube - batch number associated with the reported problem?: unknown.

Manufacturer narrative:
(B)(6) initial emdr submission. Device problem code: a2301. Patient problem code: f12. Three photos' samples were received by our quality team for investigation. Upon visual inspection, it was observed that the enteral tube was mistakenly connected to the bd pleurx branded valve. The pleurx valve is designed and intended to only be connected to bd brand drainage lines/devices. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, it was identified that the probable root cause is traced to user error related as it was reported in the entry description "the patient's enteral feeding tube had been connected to the pleural drain" and we could confirm that from the photo showing the enteral tube connected to the pleurx catheter. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.